Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient faced an incorrect insertion of infusion set cannula event on (B)(6) 2025 and the cannula got bent. Blood glucose level was 26 mmol/l at the time of the event. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.